Event description:
It was stated that the insulin pump had lines going through it, then went blank after inserting a new battery for the first time. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the liquid crystal display board. Unable to verify the lines across the display due to the blank display.